Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported (B)(6) 2025, a 4x4 amplatzer piccolo occluder was chosen for implant using a 4f tvlp catheter. During the procedure, the defect was measured to be 4.1 mm at the aorta, 2.7 mm at the pulmonary end, and 7.5 mm in length. The sizing of the device was determined using angiography and transesophageal echocardiography, which were also the imaging modalities utilized during the procedure. The migration of the device was identified through angiography. It was noted that the device completely dislodged from the intended implant site. According to the implanter, the cause of embolization was attributed to difficulty in releasing the prosthesis, with twisting of the prosthesis within its own axis. The embolization was recognized during the procedure. There were no rhythm changes and no leak detected around the lobe of the device during the procedure. The patient did not experience any clinical signs or symptoms such as arrhythmia, valve interaction, or hemodynamic instability. There was no difficulty with implanting the device, such as multiple recaptures or repositioning. To address the embolization, a percutaneous recapture attempt with a snare was performed. The embolized device caused a partial obstruction of blood flow and migrated to the distal branch of the right pulmonary artery. It was clarified that the embolized device, which could not be retrieved, does not pose risk or harm to the patient. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay. Additionally, it was noted that there was difficulty during separation of the delivery system and the device, but not premature separation. The device was attempted to be retrieved using a percutaneous snare. Following this event, a new device 6-4mm amplatzer pda occluder had to be opened to close the ductus arteriosus.

Manufacturer narrative:
An event of difficult separation, device embolization, and foreign body in patient. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information and cine review, the cause for the reported difficult separation is likely related to procedural circumstances (device being tightly attached to the screw), however this cannot be determined. The reported device embolization likely resulted from the difficulty to separate the device. An unexpected medical intervention and foreign body in patient was a result of case specific circumstances, as an attempt to snare the device was performed, however was unsuccessful. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed h6 health effect - clinical code: 4582.